Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they couldn't get their stimulator turned back on. Patient stated they had a problem last wednesday with some sort of vibration in their heart and called medtronic representative who told them they didn't think it was the stimulator but the best way to rule it out was to shut the stimulation down. Patient said they shut the stimulation down and when they tried to turn the device back on again. Patient then said they wanted to check the device on saturday and they were told their program was shut down. Patient stated they don't know what's going on and they can't get it turned on. The issue began friday night agent walked patient through resetting the communicator and restarting the handset. Agent instructed patient to open the settings and walked patient through toggling bluetooth off/on. Patient was unable to exit out of the connections screen. Agent attempted to walk patient through connecting to the main screen but patient could not find the 3 vertical lines on the bottom of the screen or the square button. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient also commented they had an issue right when they were going to do the implant on may 10th and that they've been messed up with this ever since they got it.